Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(6).

Event description:
It was reported that the patient was seen on the day of the initial report for a refill and the empty reservoir alarm was noted on the 8840 (physician programmer.) It was noted that the healthcare provider (hcp) was ¿uneasy¿ because, the programmer showed the expected residual volume (erv) was 0 ml but the hcp pulled out (actual residual volume/arv) was 6ml. It was then noted that the hcp ¿did the math and got 6,¿ so the hcp was expecting the 6ml, not the 0ml the programmer displayed. It was then stated, the session data report from refill today (B)(6) 2013 shows last update (B)(6) 2013. Caller states this is different from the report from the refill in (B)(6). It was noted, the low reservoir alarm occurred on (B)(6) 2013 <(>&<)> the empty reservoir alarm occurred (B)(6) 2013. Caller states, the patient didn't hear the alarm. Caller confirmed patient was not experiencing any adverse therapy symptoms. The device system was us ed to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.